Event description:
It was reported that a non-abbott guide wire was used first in an attempt to cross the lesion; however, it was damaged due to the heavily calcified lesion in the mid left anterior descending artery. The bmw elite guide wire was able to cross successfully. A non-abbott balloon was advanced over the bmw elite guide wire without resistance; however, during retraction of the balloon catheter from the guide wire, resistance was felt at about 5 millimeters from the tip. The balloon catheter was readvanced and then was able to be retracted from the patient without further issue. The procedure was completed using the same guide wire, without issue, with the successful deployment of two stents. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood and contrast on the core and coils which is consistent with the guide wire being used in the patient as reported. There were two kinks in the tip, 1 millimeters (mm) and 3.5 mm proximal to the tip ball. The tip coils were stretched at the location of the kinks. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core was still intact. The non-abbott balloon catheter used during the procedure was returned. There was blood in the guide wire lumen. There was no damage found on the returned balloon catheter during analysis. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. In this case, analysis could not confirm the reported difficulty as an attempt was made to advance the guide wire through the non-abbott balloon catheter; however, there was a blockage at the blood in the guide wire lumen. After the non-abbott balloon catheter was soaked in the water bath to dissolve the blood in the guide wire lumen, the guide wire was backloaded through the tip and the guide wire lumen and removed with no resistance noted. The outer diameter of the tip and solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter of the core was measured with a laser micrometer and met manufacturing criteria. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. A conclusive cause for the reported resistance could not be determined; however, there is no indication of a product quality deficiency.